Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder remained activated, even though the toggle switch was confirmed to be in the off position. This occurred during harvesting and they noticed a lot of smoke coming from inside the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).